Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
On (B)(6) 2025, the patient was reported to have a small area of dehiscence at the incision site. On (B)(6) 2025, the patients had a right cranial wound revision. Medical treatment included one day IV ancef prophylaxis.